Event description:
It was reported in a scientific article that the vns patent experienced a local infection and his device was removed as a result. No additional information is available.

Manufacturer narrative:
Abstract citation; penas, garcia, ruiz, mariluz. "Vagus nerve stimulation in pediatric epileptic syndromes." Spain.